Event description:
A customer reported to beckman coulter, inc (bec) that cleaning agent (clenz) was leaking from the coulter lh 750 hematology analyzer. The leak was less than 5 ml volume. The customer was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. The customer was able to clean spill using good lab practices. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) performed shutdown and startup twice but observed no clenz leak. The engineer replaced cut tubing on vl97b (retic stain chamber drain line), but did not believe the leak was caused by the cut tubing. Service activity performed was verified per established procedures, and the results met published performance specifications. The failure mode is unknown, but there has not been a recurrence of the leak as of (B)(4) 2012.

Manufacturer narrative:
(B)(4).